Event description:
It was reported that the subject device distal end tip of the guidewire was torn off. The issue occurred during preparation for use in a therapeutic ercp (endoscopic retrograde cholangiopancreatography) procedure which was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d7a. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - facility name- (B)(6) hospital. The device was not returned to olympus for inspection. Based on the results of the investigation, the cause for the malfunction could be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device distal end tip of the guidewire was torn off. The issue occurred during preparation for use in a therapeutic ercp (endoscopic retrograde cholangiopancreatography) procedure which was completed with the same device. There were no reports of patient harm.